Manufacturer narrative:
Event date: unspecified date in (B)(6) 2018. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a four (4) homechoice cassettes were leaking which resulted in the homechoice device experiencing system error 2367 (resume error, critical error found) alarms. This occurred during setup and priming of peritoneal dialysis therapy. The location of the leaks on the cassettes was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.